Event description:
Patient reported "nervousness" with product. Patient reported difficulty sleeping and migraines which are considered not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: "nervousness" with product.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture grade IV". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "capsular contracture grade IV". The device remains implanted.